Event description:
Pt had red rash that developed on pt's arm where part of the coil came in contact with the skin on the first day. On the second day, pt called the site back and reported that a small blister had formed where the cable box was in contact with pt's skin but no other treatment or follow-up was pursued by the pt.